Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced dizziness and fluctuations in hearing and sensitivity to sounds. The patient requested that the device be explanted. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.